Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated that a port on fetal monitor is not working properly. The data coming from the specific connected port on the fetal monitor is excessively noisy/staticky and the data is not valid. Any transducer connected to this port yields the same result. The rse advised the biomed to replace the connector block. The customer was provided parts identification for a replacement connector block. The customer is taking responsibility for ordering parts and repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the avalon fm50 fetal monitor is not tracking the babies heart correctly. The device was in use on a patient at the time of the event. There was no adverse event reported.